Event description:
Reportable based on analysis completed 18jan2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The concentric and progressive target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca) with a significant bend greater than 90 degrees. The 4.0x20mm promus element stent was advanced however was unable to cross the lesion. A 4.0x24mm promus element was then used and successfully crossed the lesion. The implanted stent was post-dilated with a 4.5x12mm quantum apex balloon. No patient complications were reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were bunched together and some struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 750mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).